Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A field action notification form was returned to fresenius medical care by a patient's spouse which revealed that the patient had died. Follow-up information was able to be retrieved from the facility responsible for performing the patient's previous dialysis treatments. The user facility reported that the patient had been in a state of declining health leading up to his death nothing that the patient was "in and out of hospitals and nursing homes" at the time. There was no allegation of a device malfunction associated with the patient's death. Furthermore, the clinic manager revealed that the patient was treated for pneumonia prior to his death. Reportedly, the patient was discharged from a nursing home on (B)(6) 2014, and then passed away while asleep on (B)(6) 2014. Although requested, no further information has been made available.

Manufacturer narrative:
The patient medical records were provided by the facility on 10/22/2015. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records reveal that prior to the patient's expiration their bicarbonate level was normal. The end stage renal disease (esrd) death notification indicates the primary cause of death as unknown and does not mention secondary cause of death. The esrd death notification does not indicate that the patient was receiving dialysis treatment at the time of death. There is no documentation in the medical record that indicates a causal relationship between the 2008k machine and the patient's death.

Event description:
Medical records indicated the patient's last hemodialysis treatment was on (B)(6) 2014 and completed without complaints. Then the hemodialysis was completed on 12/23/2014. The patient was discharged to the nursing home stable.